Event description:
Initially the device was operating properly; however, upon further evaluation by physio-control, it was observed that the device would not power on with ac or dc power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and the cause of the reported failure was due to a failure of an integrated circuit chip, designator u5.